Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air channel of the evis exera iii gastrointestinal videoscope was blocked. The issue was found during maintenance of the subject device. There was no reported patient harm or impact due to this event. The device was returned to an olympus service center for evaluation. During device evaluation at olympus, it was found there were black particles inside the nozzle. The report is being submitted due to the particles found in the nozzle.

Manufacturer narrative:
In addition to the findings, service found the air channel was blocked, the connector cap was dented and scratched, and the adhesive on the bending section cover (a-rubber) was detached. This event is under investigation. A supplemental report will be submitted upon receiving additional information.